Event description:
It was reported this right ventricular (rv) lead exhibited noise. The physician wanted to put the old rv lead into the header onto the device rather than cap and reprogram. The rv lead noise assumed breech insulation. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.